Event description:
The patient stated that her infusion device was making an abnormal beep and "2.01" was displayed with three dashes. She stated the power pack had been in use for a little over 2 weeks. She stated she was aware of the recall and she had forgotten to change the power pack. The patient was advised to insert a new power pack and her infusion device functioned properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.